Event description:
On 22-sep-2025, the user called regarding confusion about the dexcom g7 continuous glucose monitoring (cgm) sensor, which had recently been replaced. The ilet displayed ¿dosing stopped, connect cgm or enter bg.¿ the agent instructed the user to perform a finger stick and enter the reading into the ilet, resuming insulin delivery for one hour and 20 minutes. The user¿s cgm was in warm-up mode with 17 minutes remaining. The agent explained that elevated blood glucose (bg) was due to paused dosing and that the ilet would deliver correction boluses once dosing resumed. The highest blood glucose (bg) recorded was 320 mg/dl. Bg was corrected by resuming dosing after a new sensor was applied. No symptoms were reported during the event, and no medical intervention was required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.